Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to sepsis. The outcome was not device or therapy related. Post implantation, the patient required dialysis and venovenous (vv) extracorporeal membrane oxygenation (ECMO). The patient developed a klebsiella infection, which was treated by antibiotics, but did not improve.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: health effect -clinical codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient's renal failure existed pre-lvad implant with a baseline creatinine of 1.7. The lvad did not contribute or worsen the patient's renal failure. The infection was mostly hospital acquired.